Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that as the surgeon fired the al326 clip applier, the jaw (top), fell into the pt. Another device was used to complete the case. The jaw could not be retrieved. The x-ray showed the location.